Manufacturer narrative:
(B)(4). Batch # p93k3x. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition it was received with evidence of a blue material part of the surgical gown at the clamp arm area. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. In addition, photo analysis was completed for two images provided by the customer. The images provided appear to be that of the clamp arm interface of an harhd harmonic device. The image shows a damaged, melted tissue pad. Probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, after only a few activation's the white pad on the harmonic burnt completely off and put a cut in the drapes (did not hurt patient). No patient consequence.